Manufacturer narrative:
A steris service technician arrived at the facility and inspected the steris 4085 surgical table along with the shoulder table accessory. The technician found the equipment operating to specification; no faults with the table or shoulder table accessory were identified. The steris technician's inspection indicates the event may be attributed to user-error in that the shoulder table accessory was not properly secured to the table to ensure the locking mechanism was properly engaged. Alternatively, a staff member present during the procedure may have inadvertently rotated the locking mechanism handle, causing the unit to unlock and disengage from the table. While onsite, the steris technician reviewed the proper installation and operation of the shoulder table accessory with the user facility emphasizing the function of the locking mechanism and importance of confirming the accessory lock state prior to placing the device into use. The shoulder table accessory is not under steris service contract. No further issues have been reported.

Event description:
The user facility reported that during a patient procedure, a staff member attempted to reposition the patient on a 4085 surgical table when the shoulder table accessory detached from the table causing the patient to slump towards the floor. Facility staff members held the patient while the shoulder accessory was re-aligned and secured to the table. The procedure was completed successfully; no injuries to patient or staff were reported due to the event. A procedural delay was reported.